Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented in the operating room for a lead replacement due to high, out of range, hv lead impedance. During the procedure, no visual anomaly was seen on the lead. The decision was made to explant and replace the device and lead. The patient was fine after the event.